Event description:
It was reported that the health care professional (hcp) was questioning the capture of the left ventricular (lv) lead of the cardiac resynchronization therapy defibrillator (crt-d) system. Technical services (ts) analyzed the presenting electrogram (egm) and confirmed capture was appropriate, but there was bi-ventricular trigger pacing, which made the morphology look different from expected. There was a left bundle branch area pacing lead in the lv port, which was off-label use of this product. It was also found that there was intermittent under sensing of the atrial signal in the presence of atrial flutter; however, it was noted that this patient was not programmed for atrial pacing. This right atrial (ra) lead is a non-boston scientific product. No adverse patient effects were reported. Currently, the crt-d system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2). No device details are available. Received voluntary anonymous medwatch report, mw5149994.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.